Manufacturer narrative:
The UDI information is not available since the device was manufactured before implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was used for treatment it stopped ventilating the patient. There was no patient harm manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Following the reported event the hospital personnel performed a complete system checkout (sco) and it passed without deviation. The system was subsequently used again on (B)(6), when the issue reappeared. The customer replaced the patient breathing tubes, which resolved the issue and allowed the treatment to continue on the same device. See mfg report number 8010042-2025-0001020 for the event on (B)(6). Our field service engineer (fse) performed on-site inspection and scheduled maintenance. No fault was found, and no parts were replaced. The preventive maintenance, control tests and electrical safety tests were successfully performed, and the system functioned as intended during inspection and diagnostics. A complete set of device logs was received. Evaluation of the logs shows that prior to, on and after the event a successful system checkout was performed. The logs shows that the system generated alarms indicating a leakage situation. It was also observed that there were several changes in ventilation mode from manuel ventilation to volume control during a very short time. Additionally, the technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion is that replacing the breathing circuit/patient tubes resolved the reported issue. No device malfunction was confirmed. The breathing circuit/patient tubes used was of other brand, not manufactured by our company.

Event description:
Manufacturer's reference #: (B)(4).